Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the implant had a white powder on it upon opening. The plastic also had some black striping on it.